Manufacturer narrative:
Investigation summary: a DHR or device history record was performed examining quality notifications and maintenance analysis and no occurrences potentially related to the defect were observed. The sample, (photo), sent by the customer was verified and the cracked barrel was observed. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel to crack. The batch meets the acceptable quality level of the bd and so may be considered appropriate for use.

Event description:
It was reported that the syringe solomed 3 ml ll 22 x 1-1/4 w/sh sla experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: the client reports that filling the product in the syringe noticed that it was cracked in the region of the body. No damage to patient.